Manufacturer narrative:
Follow-up #1: date of submission: 11/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and it was able to fit. Moisture corrosion was observed in the battery canister. The pump was unable to power up and was completely unresponsive due to the moisture corrosion.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.